Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that the device failed the functional check at the electrode testing. There was reportedly no patient involvement. The fse evaluated the device onsite and it was determined that this was a malfunction of the high voltage capacitor. The fse replaced the high voltage capacitor to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.